Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert. Upon interrogation, the right ventricular lead exhibited a sudden high voltage lead impedance spike. It was suspected that the lead was fractured or had insulation damage. The lead was capped on (B)(6) 2019 and replaced. The patient was stable throughout the procedure.